Event description:
Case #: (B)(4). Case subject: npi 8100 alarm check IV set. Account name: (B)(6) healthcare system. Account #: (B)(6) . Asset name: 8100 pump module v9.33.0. Asset location: contact: (B)(6) . Contact email: (B)(6) . Contact phone: (B)(6) . Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: (B)(6), good afternoon. I have an infusion pump model 8100 with serial number: (B)(6) with a message - check i.v. Set flashing with alternating beeping when powered-on and connected to the brain model 8015. Request for any technical support or recommendations to resolve the issue. Please advise what part/s are needed to replace to resolve the issue. Thank you so much for all your time and assistance. Have a nice day. Very respectfully, (B)(6) biomedical equipment support specialist (bess) healthcare technology management (htm) (B)(6) healthcare system (B)(6) . Failure device type: failure problem type: failure mode: case resolution: recommended to replace the pressure sensors. If that does not fix it. Send in unit for flat rate repair.

Manufacturer narrative:
The customer¿s reported problem was confirmed. The customer stated that there is no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there is no patient involvement.

Event description:
Case #: (B)(4). (B)(4). Check i.v. Set flashing with alternating beeping when powered-on and connected to the brain model 8015. Request for any technical support or recommendations to resolve the issue. Please advise what part/s are needed to replace to resolve the issue. Thank you so much for all your time and assistance. Have a nice day, very respectfully. (B)(4). Failure device type, failure problem type, failure mode. Recommended to replace the pressure sensors. If that does not fix it. Send in unit for flat rate repair.